Event description:
When doing the coronary angiography an air bubble was noted to have been injected into the rca(right coronary artery). The machine should have alarmed/stopped when it sensed the bubble but, no such action happened and the air was injected.